Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump also received with cracked case on display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
Customer states while disconnected insulin squirted out during the prime. Current blood glucose is not available. Customer states the drive support cap is protruded. Advised customer pump will need to be replaced. No further information was provided.